Event description:
It was reported that the zimmer air dermatome was tearing skin while in use. Add'l clinical follow up with the hospital indicated that the dermatome was not "tearing the skin" but rather "chewing" the harvested graft. The surgeon reported this problem had occurred within 1 week prior for a previous surgeon. This is reported on MDR# 1526350-2012-00016. The surgeon was unable to use any portion of the "chewed up" skin. An available, onsite, alternate unit was obtained and opened for use within an estimated "less than 5 minutes" period. An add'l donor graft harvest was then successfully completed next to the planned donor site. There was no add'l intervention required to the initial donor harvest site as there was no harmful effect to the pt's limb, just the harvested tissue.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 5 years old and has been in 3 times for repairs. The last repair was on (B)(6) 2009, for an unk issue. The inspection found that the throttle lever was sticking on this device, there were nicks on the head, the motor ran below specifications and the 0, 10 and 20 thickness lever settings were out of specifications. The likely cause of the reported complaint was an out of specification motor and out of calibration thickness lever settings, both due to a lack of preventative maintenance. A review of salvaged parts showed corrosion to the motor housing, swivel and reciprocating arm. The reciprocating arm links the blade to the motor, and both the reciprocating arm and motor must operate freely to ensure the blade speed is optimal. Both of these components were corroded. The 0, 10 and 20 thickness lever settings were out of calibration, indicating the selected setting may not produce the set thickness graft. This is a re-usable device, subject to normal wear and tear (B)(4) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.